Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the customer experienced a low blood glucose (BG) level of below 54mg/dL. Low BG cause was not known. Customer declined follow up from Tandem Technical Support. No additional information was provided.